Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken, resulting in a green image. The fiber bonding in the outer tube area (distal end) was damaged. The outer tube had a dent a root cause could not be identified. Based on the investigation results, it is likely that the following caused the malfunction: the video cable was broken, so the image turned green. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the laparoscope experienced loose connection and picture interference during reprocessing. There were no reports of patient involvement.